Manufacturer narrative:
The returned edi catheter was investigated. Visual inspection found an incision in the insulation in the invasive part between the 17 and 18 cm markings on the feeding tube. According to problem description the hole was outside the patient. The shape of the incision suggests that it was cut with a sharp instrument. Leakage tests are performed during manufacturing before the punching of the feeding holes and final inspection is visual. Simulation tests showed that a hole of this size would have been detected during the leakage test. The catheter had been in use since (B)(6) 2017, during 3 days, when the leakage was detected. The conclusion in the matter is that the incision occurred after the leakage tests, but we cannot conclusively determine when or how it happened.

Event description:
(B)(4).

Event description:
A user facility medwatch reference # (B)(4) was received stating that: ¿patient was on niv nava. Feeds were found to be leaking out of a small location near the chin of the baby from the edi catheter. The catheter required. Replacement.¿ (B)(4).